Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient complained about inability to recharge. Patient said only one week since they charged. With antenna locate feature, able to bring up normal charging screen. Cleared 0x8 por with recharger. After charging 1/4, interrogated ins. All impedances 0-7 > 10k. All impedances 8-15 are within normal limits. At the top of the lead, coverage greater to left. At the bottom 8-15 coverage greater to right. Rep was able to cover all pain bilateral with 8015. Health care professional (hcp) is getting an x-ray. Patient stated they had no recent falls. Rep was easily able to obtain and maintain 8 coupling with recharge. The issue was resolved. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The causes of the patient not being able to charge, the por, and high impedances were not determined. The result of the x-ray were unknown and the information was confirmed with the physician/account. No further complications reported.